Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was prompting unknown error messages. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the meter began displaying error messages 3 days prior to contacting lfs; he was unable to specify the exact messages he received. The patient did not want to provide the details of the medications he takes to manage his diabetes. He indicated that he did not make any changes to his usual diabetes management routine as a result of obtaining the error messages. He stated that right after getting the error messages, he became ¿thirsty¿ and he drank water to quench his thirst. At the time of troubleshooting, the cca walked the patient through a retest, but the patient obtained an error 4 message. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining unknown error messages on the subject meter and continuing with his usual diabetes management routine.